Manufacturer narrative:
Medical devices: 5086mri x2 leads implanted (B)(6) 2012. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had premature battery depletion. It was noted the left ventricular output had been programmed high. The device was explanted and replaced. No patient complications have been reported as a result of this event.